Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The proximal non-aneurysmal aortic neck was 20 - 22 mm in diameter, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. Iliac vessels were reported to be small and weak. The physician stated that a perforation of the left external iliac artery was noted after deployment of the stent graft; therefore, the patient was converted to open surgical repair. The patient's status is unknown.